Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated ion levels. The report claims that a new prosthesis was implanted, however, there is no confirmation as to whether any parts were retained during the revision. Additionally, the claim states that all removed devices were destroyed by the hospital. As of today, additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Left hip revision surgery was performed due to elevated metal ion levels.